Event description:
It was reported that during a procedure, when preparing the tibial implant, the nurse noticed that the packaging was damaged and implant appeared discoloured. There were no reported impact or consequences to the patient due to the incident. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: canada. Product was returned and visually inspected which confirms that the product pouch is discoloured and scuffed due to the movement of the porous coated product within it. It was also found there is a hole in the pouch material and the pouch has lost its vacuum. The item was manufactured in 2015 and has likely been in distribution for over 9.5 years. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.